Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2007 due to a fractured trochanter, fractured cables, pain and recurrent effusions. A trochanteric claw and lateral connector were utilized to complete the procedure. Operative reports on (B)(6) 2007 indicate a hematoma and pseudocapsule. Patient underwent a revision procedure on (B)(6) 2014 to remove the m2a system and painful hardware. Patient was further revised on (B)(6) 2014 due to dislocation. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04653 & 2014-07363 / 07364).